Event description:
Procedure performed: v-notes hysterectomy. Event description: surgeon was performing v-notes hysterectomy and device eb210 misfired continuously even though the handpiece was changed, still the error was reported by ot team. The handpiece was misfiring continuously; the device was activated without any command by surgeon as reported by the ot staff. They changed the handpiece; however, it continued to misfire. There was no clinical impact to the patient as a result of the event patient status: patient is doing fine. Intervention: used alternative generator.

Manufacturer narrative:
The event unit is not anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.